Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up mode. Device explant was anticipated, however the patient passed away due to an unrelated stroke. The patient was not pacing dependent and there was no known relationship between the cause of death and the device.